Event description:
It was reported that the patient underwent a revision surgery of the left hip due to metallosis, pseudotumor, metal-stained tissue, and brown staining of tissue as the result of premature failure of the device. The r3 cocr liner and the cocr modular femoral head were explanted.